Event description:
New information received notes that the loss of bluetooth telemetry issue was a telemetry lockout. The patient was seen in clinic and the implantable cardioverter defibrillator was interrogated to resolve the issue. No further patient consequences were reported.

Event description:
It was reported that a patient presented with loss of bluetooth telemetry noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.